Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer states they did not have any sets to return, and does not have any information to provide due to being at work. The customer states they do not feel well and cannot troubleshoot at this time. The customer was advised to call back when they feel better in order to troubleshoot and send out replacement sets.